Manufacturer narrative:
B5; additional information received; it was confirmed that there was no damage to the device box or the delivery system observed prior to insertion into the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the graft was deployed prior to receipt of device and was not received for analysis. Kinks were evident to the graft cover. The external slider was opened and the internal slider and trigger mechanism were removed. A burr was evident to the distal spring. The spring ends were overlapped and a slight restriction was observed on the trigger being activated. The graft cover ID measured within specification. No other deformation evident to the remainder of the device. It was not possible to confirm the reported deployment issues as the stent graft have been deployed prior to receipt of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft limb was implanted during the endovascular treatment of a abdominal aortic aneurysm. It was reported during the index procedure, the endurant limb was implanted following standard procedure. However, when the trigger was activated, it was blocked, preventing the pull-back maneuver. The physician had to pull the sheath by manually screwing back the blue handle. Once the system was fully resheathed, it was successfully removed from the patient without complication. Afterwards, upon examination of the delivery system, the trigger was found to be really stiff and the delivery system could not be easily unsheathed. There have been no reported complications, and the patient is doing well. Per the physician the cause of the trigger issue was not determined but there was a suspected issue with the delivery system. No additional clinical sequelae were reported, and the patient is fine.